Event description:
It was reported that the customer did not have a signal from the sensor as he slept. It was stated that the customer experienced hypoglycemia during his sleep, and began shaking. It was stated that his partner injected him with glucagon, and called the paramedics for assistance. It was stated that the customer inserts the sensor in his buttocks, and has had the no signal alarm a few times during the night. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.